Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to functional issue) was confirmed. Upon evaluation, the monitor u1004 and u1005 was shorted on the pca board. The root cause of the shorted components cannot be positively identified. There was no adverse event that resulted from the damaged monitor.